Manufacturer narrative:
Insulin pump received with frozen display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform the displacement and self test due to frozen display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was making a weird sound and is frozen. The customer¿s blood glucose was 10 mmol/l. Customer stated that he is not receiving insulin then he removed battery and reinserted the battery 3 times but the issue is not resolved. The device will not be returned for the analysis.